Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was partially responsive, but then it became unresponsive. Customer reported an elevated blood glucose (bg) level of 800 (mg/dl) and administered a syringe bolus to treat elevated bg level. It was confirmed that the customer had back up insulin therapy.